Manufacturer narrative:
(B)(4). The customer stated that no parts are being returned therefore a manufacturer's evaluation could not be completed on the reported issue.

Event description:
The customer reported that this unit is alarming "vent inop, circuit fault, and low ve." There was no patient involvement at the time of the incident. The customer stated the issue was resolved by replacing the exhalation valve.